Event description:
Account reported discrepant results for two patient samples. Sample one initial ferrition 11.0 ug/l, repeat 2321 ug/l. Sample two initial tsh 0.087 ulu/ml, repeat 0.540 ulu/ml. No adverse events were reported due to the incorrect results. The field service representative found the tube holder was dirty and repaired the instrument.